Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced tingling (and pins) in their hands and was scheduled for an electromyography (emg) on the day of the report. According to the doctor's notes, he did not think the issue was related to the pump. Furthermore, there was no mention of too much medication (overdose) in the patient's chart. The medication was stated to have been increased slightly at the last refill to help improve efficacy. No further information was provided. The pump was used to deliver compounded baclofen. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that ever since the implant the patient¿s skin "feels like your getting pins and hands tingly." The patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2015 as he has noted degenerative bone disease, tbi, and his muscles stay tight all the time. The patient stated that maybe he had too much medications going through him. Reportedly the patient was in a wheelchair and the day he got the pump he was walking. This device system delivered baclofen. Additional information was requested to clarify event details, troubleshooting, resolution, and current patient status. Should additional information be received a supplemental report will be filed.